Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing leakage at site event on (B)(6) 2024. The infusion set was in use for one day. The glucose level was 350 mg/dl. Customer replaced infusion set and resumed insulin successfully. No further information available.